Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted that the pump had a short battery run time and would shut off after alarming a "20 minutes alarm". The pump was sent to be service. As a result, the battery was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The reported complaint of battery short run time and shut off before proper alarms is confirmed. The returned battery failed the battery load test, the pump shut down after approximately 63 minutes of pumping with no low battery alarms. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted that the pump had a short battery run time and would shut off after alarming a "20 minutes alarm". The pump was sent to be service. As a result, the battery was replaced. There was no report of patient complications, serious injury or death.